Event description:
(B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels due to a bent cannula on two infusion sets, which did not allow the patient to receive accurate amount of insulin. Further, she tried to treat with a correction bolus via pump but then when this did not work, she went to the hospital as her blood glucose levels was rising too high. Moreover, there was no damage when the package was first opened. The infusion set was used for 24 hours. At the time of the event, her blood glucose level was 600 mg/dl. Subsequently on (B)(6) 2020, she was hospitalized due to diabetic ketoacidosis and she had moderate ketones, which her health care professional assessed as dangerous/life threatening. Further, she received some unspecified medication intravenously (drug name unknown), fluids of saline and insulin and heparin, which resolved the issue. On (B)(6) 2020, she was released from the hospital with no permanent damage. It was also reported that she had replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.